Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by an edwards field clinical specialist, prior to the tavr procedure, it was noted that an aneurysm was present in the right iliac artery and the left iliac artery was small and heavily calcified. The decision was made to use the right side and navigate very carefully past the aneurysm. During the procedure, difficulties were encountered during the advancement of a 29mm sapien 3 valve and commander delivery system through the 16fr esheath plus. The valve was advanced 'really fast' with additional force. As the valve was being advanced, imaging revealed the valve was in a right degree angle and the proximal end was sticking out of the esheath at the area where the descending aorta was tortuous. Difficulties were encountered during the withdrawal of the devices. After 'a lot of work', the devices were withdrawn. It was reported that following the device withdrawal, a valve frame strut was observed to be bent. Following 45 minutes of manual pressure, an angiography shot indicated an area of no blood flow by the femoral head. The patient was transferred to surgery to repair the artery. At the time of the report, the patient was in stable condition. No valve was deployed in the patient.

Manufacturer narrative:
The esheath plus was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided 3mension report revealed notable calcification and tortuosity were present in the access vessel. An aneurysm was also present in the access vessel. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaints for 'inability to advance through sheath', 'liner punctured', and 'difficulty removing sheath' were not able to be confirmed without the returned device or procedural imagery. As the device was not returned. Engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported 'the md advancing the delivery went really fast and pushed very hard, when we panned down to look at the valve it was in a right degree angle and the proximal end was sticking out of the esheath in the spot of the descending that was tortuous. It took a lot of work but we were able to get everything out of the body. At the end when pulling the delivery and valve out of the artery and thru the skin the valve tine bent.' Review of 3mensio imagery shows calcification and tortuosity present in the access vessel. Per IFU/training manual 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification.' Calcification reduces vessel luminal diameter and can create a constrained effect on the sheath that may prevent optimal sheath expansion and lead to resistance during delivery system advancement. Tortuosity can subject the sheath to suboptimal angles and lead to non-coaxial advancement between the delivery system, crimped valve, and sheath inner lumen, which can increase friction/resistance. Similarly, sharp calcified nodules can catch onto the sheath shaft, while suboptimal angles created by vessel tortuosity can lead to difficulty removing the devices. Although a definite root cause could not be determined, available information suggests in addition to procedural factors (high push force), patient factors (vessel calcification, tortuosity) may have contributed to the reported resistance and sheath damage. The withdrawal difficulties may have contributed to the vascular injury and subsequent surgical repair. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09001.

Manufacturer narrative:
A supplemental MDR is being submitted to add the UDI number. The following section of this report has been updated: section d4 (unique identifier (UDI) number).

Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection was performed, and the following was observed: sheath liner was torn along the shaft (main tear), curvature was noted on the sheath shaft, secondary liner tear was noted, which was parallel to the main tear, starting approximately 8' from the distal tip, distal tip was unopened, minor soft tip damage and scratches noted on the sheath shaft at the distal tip. Functional and dimensional testing was unable to be completed. A 3mensio was reviewed and revealed notable calcification present in the patient's access vessel, tortuosity present in the patient's access vessel, and an aneurysm that was present in the patient's access vessel. Procedural imaging was reviewed and revealed an associated valve appeared outside the sheath and the sheath shaft appeared curved inside the access vessel. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed other similar reported events. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The esheath+ IFU, commander IFU, device preparation training manual, and procedural training manual have been reviewed for instructions and guidance. The procedural training manual provides guidance on delivery system insertion through sheath. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, maintain edwards logo up throughout the procedure to prevent kinking of the delivery system and insertion force through sheath. Insertion force through the partially expandable portion can be higher than the insertion force through the fully expandable portion. Insertion force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If insertion force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance between system components, sheath liner torn, withdraw sheath from access site and sheath kinked, bent were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Reviews of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported 'it was noted that an aneurysm was present in the right iliac artery and the left iliac artery was small and heavily calcified. The decision was made to use the right side and navigate very carefully past the aneurysm. During the procedure, difficulties were encountered during the advancement of a 29mm sapien 3 valve and commander delivery system through the 16fr esheath plus. The valve was advanced 'really fast' with additional force. As the valve was being advanced, imaging revealed the valve was in a right degree angle and the proximal end was sticking out of the esheath at the area where the descending aorta was tortuous. Difficulties were encountered during the withdrawal of the devices. After 'a lot of work', the devices were withdrawn. It was reported that following the device withdrawal, a valve frame strut was observed to be bent.' Per additional information, attempts were made to advance/'push' the delivery system with the valve back and forth with the wire but the system would not advance out of the sheath. An additional attempt was made to advance the system out of the tip of the esheath but 'ran out of wire'. During advancement of the system, the esheath kinked along with the guidewire. Difficulty in removing the delivery system was attributed to the bent guidewire. An unsuccessful attempt was made to remove the delivery system to keep the esheath in place to insert a new system. In the end the system was removed as a unit.' As per review of returned imagery, 3mensio showed calcification, tortuosity, and an aneurysm in the access vessel. Procedural imagery showed the valve outside of the sheath and sheath shaft curved inside the access vessel. Per visual inspection of returned device, the crimped valve with outflow strut bent outwards was exposed through the torn sheath liner. The sheath liner was torn along the shaft approximately 10' in length (main tear), starting approximately 1' from the distal tip. Curvature was noted on the sheath shaft. A secondary liner tear was noted, which was parallel to the main tear in length, starting approximately 8' from the distal tip. The distal tip was unopened and had minor soft tip damage. Scratches were noted on the sheath shaft near the distal end. Per IFU/training manual 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification.' Calcification can reduce the vessel luminal diameter and can create a constrained condition on the sheath that may prevent optimal sheath expansion and lead to resistance during delivery system advancement. Tortuosity can subject the sheath to suboptimal angles and lead to non-coaxial advancement between the delivery system, crimped valve, and sheath inner lumen, which increases friction and can lead to resistance. Additionally, sharp calcified nodules can damage the sheath shaft and liner through direct contact during advancement of the sheath. A bent valve strut and tortuosity can also lead to liner tears during advancement through the sheath. It's possible that the excessive force applied during the attempt to advance the system may have contributed to the reported liner tear and sheath kink. Thus, tortuosity, kinked devices, and the bent valve strut likely lead to the withdraw difficulty of the sheath. In this case, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (bent valve strut, kinked sheath, excessive manipulation) may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time was required for liner puncture reported event.